Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak

Event description:
Following was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic dissection using gore® excluder® aaa aortic extender endoprosthesis(aortic extender). After the aortic extender(pla280300j) was placed, ballooning was performed because the intra-operative angiography imaging revealed a leak, and then it was confirmed a new dissection originated by device extension. Three additional aortic extender(pla280300j) were placed but could not totally block the entry; therefore, the physician decided to place another aortic extender(pla260300j) in the false lumen of the dissection using a candy-plug technique, and place a ctag in the true lumen. The procedure was completed successfully, and the patient tolerated the procedure.